Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers ramped up when bolus delivery was attempted even after battery change. Customer's blood glucose was 16 mmol/l. It was advised that insulin pump will need to be replaced. No further information provided.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to moisture damage on keypad traces noted. No unexpected scrolling of numbers noted during testing. The device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.